Manufacturer narrative:
Device portion remaining in the pt is not labeled. (B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Unfortunately, without the actual complaint device, we are unable to determine if this complaint was contributed to a procedurally related circumstance, human anatomy or device related. Nevertheless, the appropriate personnel have been notified of this incident. We will continue to monitor for similar complaints. No further actions are required at this time as the risk is insufficient.

Event description:
A pt underwent abscess drainage from the left hepatic lobe with median approach on (B)(6) 2011. The introducer with three components all set-in was inserted over a cope mandril wire guide. When the physician was operating the cope wire guide, the tip of it (3cm) was separated and left in the pt body. The physician completed the procedure without any further treatment for the defect and decided to take a wait-and-see approach. The pt has not shown any problematic symptoms. Updated on (B)(6) 2011: on (B)(6) 2011, it was confirmed that the remaining piece of wire guide (3cm) in the pt body has not moved, and the physician decided not to retrieve it.